Event description:
It was reported that the urethral catheter was tacky or very sticky on the insertion tip, and not smooth. The user found the same issue more often. Per follow up information received on 19jan2021, the user did not put lube on the catheter. In other catheter, the user found with the same issue and put lube on it, which was still tacky and caused injury to the patient. No medical intervention was reported.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the urethral catheter was tacky or very sticky on the insertion tip, and not smooth. The user found the same issue more often. Per follow up information received on 19jan2021, the user did not put lube on the catheter. In other catheter, the user found with the same issue and put lube on it, which was still tacky and caused injury to the patient. No medical intervention was reported.